Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was upgraded to 1a transplant status due to elevated lactate dehydrogenase without clinical signs of thrombosis. It was reported that the pump was operating as expected. The patient received a transplant on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. A direct relationship between the device and the reported event could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.